Event description:
A customer reported that an ophthalmic operating laser exhibited low laser power and unfocused aiming beam on the slit lamp. The procedure details were not provided. There was no patient involvement or procedure delay.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming zoom assembly and fiber optic cable were replaced. The system was then tested and met all product specifications. The nonconforming zoom assembly and fiber optic cable were received, and a visual assessment of the returned samples revealed no obvious nonconformity for the fiber and dirty lens for the zoom assy. The nonconforming zoom assembly and fiber optic cable were tested. The zoom assembly was found to have a nonconforming lens within the assembly and the reported event was confirmed. The fiber was found to have no problem and the reported event was not replicated. A system non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event of unfocused aiming beam is attributed to a nonconforming zoom assembly. The root cause of the reported event of low power is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).